Event description:
This report has been updated from serious injury to product problem. Philips received a complaint on the xl device indicating that the delivering shock test failed. There was reportedly no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse evaluated the device remotely. It was determined that the customer did the cardioversion test with a simulator and did not encounter any problems. The device is at the end of its support and cannot be taken to the workshop or tested on site. The device remains at the customer site and no further evaluation is warranted at this time. The customer was informed that service could no longer be complete9 bd on the unit as the device had reached end of life (eol). According to service bulletin (B)(4), the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. The customer was aware of the end-of-life terms and the device remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. The customer did not encounter the device problem during the simulation test. It has been concluded that no further action is required at this time.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that the device did not shock in synchronized mode for a programmed cardioversion neither on paddles nor with electrodes. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse evaluated the device remotely. It was determined that the device didn't deliver a shock during a planned cardioversion and later, it was tested with a simulator to confirm it was working as intended. The device is at the end of its support and cannot be taken to the workshop or tested on site. The device remains at the customer site and no further evaluation is warranted at this time. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. The customer was aware of the end-of-life terms and the device remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.

Event description:
Correction: this report has been updated to serious injury. Philips received a complaint on the xl device indicating that the device didn't deliver a shock during a planned cardioversion. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.